Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a 450cc mentor memorygel breast implant being used for a breast surgery ruptured intraoperatively. The rupture was noticed by a surgeon intraoperatively. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
On 24-dec-2020, mentor received additional information regarding the complaint device. Initially, the lot number and serial number were reported as (B)(6) respectively. However, additional information revealed that the actual lot number is 9505184. At this time, the serial number was not reported. The relevant fields have been updated. On 30-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, a tear was observed on the anterior view, measuring 4.9 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).